Event description:
This customer reported that the device would not recognize defib pads during an event. The involved pt died, but the customer has reported that the device was not a factor in the pt's outcome.

Manufacturer narrative:
A f/u report will be submitted after philips obtains more info about this event.